Event description:
Leica biosystems received a complaint involving a processing error. Preliminary information provided by the laboratory indicated that ethanol at a concentration of 58% was used for tissue processing rather than ethanol at a concentration of 100%. The laboratory also advised that the processing run(s) involved comprised approximately 250 blocks. On (B)(6) 2014, a leica field support specialist (fss) attended the laboratory, in order to investigate the circumstances involved in the complaint and to provide applications support. The laboratory advised that the reagent in bottle 7 had been replaced following the identification of sub-optimal tissue processing; and that an aliquot of the reagent in bottle 7 used in the processing run(s) from which sub-optimal tissue processing was identified had been retained. The ethanol concentration in the retained aliquot from bottle 7, which was measured by the fss using a hydrometer, was 44.4%. On (B)(6) 2014, leica biosystems received information from the laboratory that all tissue samples exhibiting sub-optimal processing were diagnosable.

Manufacturer narrative:
Evaluation of the instrument logs found that bottle 7 (ethanol) was removed from the instrument for 27 seconds at 08:22am on (B)(6) 2014 in response to information displayed in associated with an error code. The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, as this period is insufficient to complete manual replacement of the reagent, the actual concentration of the ethanol in bottle 7 remained unchanged at 58.2% because the reagent had not been replaced. Bottle 7 (ethanol) was used for the final dehydration step of the two (2) protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration for ethanol is 98% the consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the two (2) affected protocols. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual.